Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient, implanted for non-malignant pain, reported they were asked if they were having a return of symptoms and the patient responded, "no. No. I just wanted to get more stimulation in my abdominal area." They noted "it is not working for me. I'm so disappointed with it." The device was working and they were getting stimulation but they were still having pain and no therapeutic effect. They also noted that the stimulation changed and had become uncomfortable at times. The patient was still on still on medication and noted that sometimes their pain levels change. The patient was sometimes in "excruciating pain." The patient's pain was in their stomach, pelvic and abdominal areas from abdominal adhesions. The patient was reprogrammed on (B)(6) 2014 to try and obtain more stimulation in their abdominal area but this did not resolve their issues. There were no abnormal impedance measurements and the cause of the event was unknown. The patient did not get a "psychologist review before [the patient] got this to say "just in case this does not work for you just to have a talk before."" In (B)(6) of 2014 the device was removed.